Event description:
Patient reported experiencing elevated blood glucose readings in the 300-400's mg/dl for a couple of days. Patient stated he gave several boluses and nothing happened so he changed everything; readings still did not come down. Patient contributed the elevated reading to the pump delivery. Patient reported he put on his back up pump and his reading has returned down to 150 mg/dl. Patient was able to self- treat. Adapter, cartridge, and infusion set were discarded and will not be returned. No adverse event reported. Product was replaced and requested return of alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.